Event description:
Initial result for a patient hcg was 537.2 miu/ml. When repeated, the result was <0.100 miu/ml. The incorrect result was not used to guide therapy. The field service representative could not confirm that any malfunction had occurred.